Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On an unknown date, there was excessive heating of he 35khz extended tip (1523243) working on its 35khz neuro handpiece (1523000m9) during a transnasal surgery. During the operation, the surgeon's assistant called the distributor. The tip was not touching the endoscope. The user was not using a working channel and they were careful about the tip and the endoscope. Both of them never touched each other. The distributor asked about the possibility of insufficient irrigation or the flue may have been blocked. The user responded no. They had raised the irrigation level to 100 to reduce heat and they were careful about the flue. The tip temperature was no high that the nasal tissue of the patient was damaged. The handpiece was and still working perfectly with its standard tip (1523231). There is no heating with the standard tip. Heating only occurred with the extended one. Several attempts were made requesting additional information but to date, no new information has been received.